Event description:
It was reported that while performing an annual preventative maintenance check for the external pulse generator (epg), the atrial sensitivity was found to be "slightly out of specification." The epg will be returned for calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).